Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during initial implant, the atrial lead was unable to be implanted due to unstable capture and sensing thresholds, which lead to the lead helix unable to extended anymore. The physician successfully implanted a different lead. The patient was stable throughout.

Manufacturer narrative:
Analysis was normal. No anomalies were found.